Event description:
It was reported that a repair was performed on leaking PICC then attached to 5fu pump. It was noted later that the PICC was not attached to the catheter hub. The hub remained attached to the statlock, and the PICC catheter had migrated into the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.